Event description:
I am writing to request an investigation into the possible connection between miradry (laser treatment for axillary hyperhidrosis) and breast cancer. I had 3 miradry treatments on my under-arms between 2015-2017. In 2018 I developed breast cancer in my left breast and axillary lymph nodes, and have nodular asymmetry (risk of breast cancer) in my right breast. I am (B)(6) y/o, and have family history of breast cancer. Given the proximity of the miradry microwaves to my breast, the issues in both breasts (cancer and risk of cancer), and no family history - I thought that it would be wise to report to the FDA in case there is a link. I have not included the laboratory results of my cancer, as I'm not sure they are relevant. Please let me know if you require these. FDA safety report ID#: (B)(4).